Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, noise and high atrial pacing impedance measurements were exhibited while in bipolar programming. The associated device was reprogrammed to unipolar, resolving the noise and impedance issues. The patient was released and is expected to be seen next month for additional follow. No resulting adverse patient effects were reported; however the patient reported a stinging sensation while working. During a subsequent follow-up, this lead was confirmed via x-ray imaging, to be fractured near the puncture area. No additional programming changes were made, as the associated device remained in unipolar. Further follow-up to be completed via the remote monitoring system. To date, this lead remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
Subsequently, this lead was explanted and returned for analysis. Replacement was reported with another boston scientific lead of the same model type. No resulting adverse effects were reported.